Manufacturer narrative:
Receiving inspection: 6/8/2016 - received the following devices: one used z2732, 6" smallbore trifuse ext. Set, lot# unknown, one used spinning spiros lot# unknown, one used saline flush syringe 10ml. A spiros was added to the male luer of the trifuse set. The leak at the bonding site of the tubing and the male luer was confirmed. Functional testing: a single used z2732 trifuse set was returned with a spinning spiros attached at the male luer end. A piece of tape was attached to one of the arms of the trifuse set that read "leak" and had a arrow pointing at the junction between the tubing and the male luer. Examination of the tube to male luer bond revealed a small tear in the tubing at the bond location. When, where, and how the small tubing tear occurred is not known. The tubing to male luer bond was secure with full solvent coverage. The used spinning spiros was not damaged and was not the source of the leakage. Analysis summary: the complaint of leakage through the z2732 trifuse set tubing was confirmed. The leakage was the result of a small tear in the tubing at the tubing to male luer bond interface. When, where, and how the small tubing tear occurred is not known, however the tubing bond was secure with full solvent coverage and the leakage does not appear to be the result of a manufacturing error.

Event description:
Complaint received regarding one z2732, 6" smallbore trifuse ext. Set, lot# unknown. Report states, "noticed that patients IV tubing was leaking. Patient was infusing chemo through tubing. Leak was found on trifurcation. Spiros was used on tubing." No compromise/diluted dosage reported. No serious adverse patient consequences reported.